Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the monitor on the imaging system was powered on but not displaying any video. Restarting the imaging system resolved the reported issue. When restarting the system, it was noted that the system displayed "system initializing please wait." No additional information was provided. There was no patient present when this issue was identified.